Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet unknown blade catalog#: unknown lot #: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a ssrf, the driver retained the blade and is unwashable and unusable. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6; h11 a visual inspection was conducted on the returned contra angle driver. The driver shows signs of multiple uses including heavy marking and scratching on the driver surface. The inspection showed that a blade is installed inside of the driver head. An attempt was made to remove the blade. The driver head has seized and as a result the blade cannot be removed. As a result, the part number and lot number cannot be determined on the blade. The blade is also unable to rotate when the control knob is turned. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.